Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Investigation summary: images were not provided. Medical records were provided and reviewed. Approximately after seven years post deployment, the patient experienced pericardial tamponade from a metallic foreign body in the pericardium. The evacuation procedures revealed that there was a fine gauge wire, which was sticking through the pericardium from below which was clearly responsible. Therefore, the investigation is inconclusive for detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, unable to be retrieved and bleeding. The device has not been removed but filter struts were removed. The patient reportedly experienced pericardial tamponade secondary to hemopericardium, clots and ivc filter strut with repair of right ventricle with right ventriculography; however, the current status of the patient is unknown.